Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the jaw was not opened completely and the clip was not fed. Another device was used to complete the case. There were no adverse consequences to the pt.